Event description:
During a maxilofacial repair, the bur guard became warm and then hot. The handpiece did not get hot. "The bur guard bearings became worn; could not rule out operator error'. Mouth gag was being used. Minor burn to inside of cheek 1/2 x 1 1/2 cm and to center bottom lip < 1 cm.